Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that shaver blade produced debris during surgery. Metal shavings remained in patient and could not be retrieved. Surgery was finished successfully using another shaver blade of the same type model. No further information provided.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The device met all material specifications as received. The evaluation revealed metal gouging observed on the od and ID of outer tube and od of inner tube by the distal end. Complainant's event typically caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that shaver blade produced debris during surgery. Metal shavings remained in patient and could not be retrieved. Surgery was finished successfully using another shaver blade of the same type model. No further information provided.